Event description:
Adverse event(s): "no patient injury was reported' (no consequences or impact to patient). Product problem(s): "the aspiration and phaco power were poor" (aspiration issue device). The surgeon reported the aspiration and phaco power were poor. The surgery was prolonged. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found the inner screw in the footswitch was loose. The company service representative tightened the loose screw. The system was then tested and met all product specifications. A review of complaints for system revealed there have been no additional complaints related to the reported issue in the last 24 months. (B)(4).